Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib - atrial fibrillation procedure, the signal noise occurred on both carto and ep recording systems. The case was completed by changing the catheter without any patients' consequence. Multiple attempts were done to request for further details of the event. However no additional information has been provided. Since it is unknown that noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) and also it is unknown that any ECG/EKG signal was available for the physician to monitor the patient's heart rhythm, bwi takes conservative approach and reports this event.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.